Manufacturer narrative:
This report is being submitted as follow up no. 1 to 1) correct the date that submitted in the initial report, the correct date is (B)(6) 2018, 2) it was initially reported that the date of event was (B)(6) 2018, however, it has now been reported that the date of event is unknown. The reported event occurred in (B)(6) 2018, and 3) provide the completed investigation results. The aware date for the additional information provided is 11/20/18. The actual device was not returned for evaluation. During the packaging process, 40 pieces are visually inspected approximately every four hours for damages, during the packaging process, no damaged products were found. As an in-process control on the needle assembly line, 40 pieces are visually inspected approximately every four hours for damaged needle points. None were found. All remaining retention samples were visually inspected, no damage was found that could impact the sterility of the product. As part of the final inspection before, more than 1,250 pieces are visually inspected for damages and none were found. Based on the batch record review and the investigation on the retention samples, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age - patient greater than 60 years old. Date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the batch record of the product code/lot# combination was conducted with no findings. The qa in-process inspection for the reported lot for this complaint revealed no defects. Additionally final inspection after sterilization revealed that the complaint lot met manufacturer specification, hence released to the market. The product was sterilized by a validated sterilization cycle and confirmed by lal test. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo europe n.v. (Manufacturer) registration no. 9681413 . Exemption number e2015027..

Event description:
The user facility reported that the during a parallel running clinical study, within a few hours after applying the needle in the eye, an inflammation was observed and haziness was reported which disappeared afterwards. The reported event was confirmed to be sterile noninfectious. The patient was not harmed. Additional information was received on november 15, 2018. Involved drug was apl2. The injection itself was finished without difficulties. The dose was delivered to full extent on treatment date. Further treatment in accordance with protocol is suspended, pending the outcome of the broad scope investigation. The patient's symptoms have resolved. Prophylactics was given to the patient. It was reported that the patient has recovered with no additional issues.